Manufacturer narrative:
The part was not returned as it remains in the patient. A mediolateral x-ray and an anterior/posterior x-ray were provided. No conclusions can be drawn when looking at the anterior/posterior view as the screw heads are not visible on the x-ray. When looking at the mediolateral view, it appears that the screws backed out of two of the distal holes in the right narrow volar plate. However, since a post-operative x-ray from the initial surgery was not provided, it cannot be confirmed whether the screws have backed out or migrated in position relative to the initial surgery. Based on additional information, it can be assumed that the screws were tightened by hand, although sufficient tightening cannot be confirmed, and that screw trajectories were within established limits. An exact cause of the reported issue cannot be determined.

Event description:
It was reported that 2 locking screws are backing out of an anthem volar plate 1 month post operatively.